Event description:
It was reported that patient experienced a stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The next morning that the patient had stroke-like symptoms. The patient was taken for a computed tomography (CT) scan which showed that the stent was compressed proximally and appeared to be placed in a dissection plane. The patient was taken back to the operating room, and a carotid endarterectomy (cea) was performed where the stent was explanted. The patient was reported to have been admitted to the hospital beyond the standard of care. At the time of reporting, the patient was discharged to a rehabilitation facility and was expected to fully recover.